Manufacturer narrative:
The device was not evaluated as the customer refused to repair the device, therefore, device evaluation data is not available.

Event description:
It was reported to philips that the device is rebooting. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device is rebooting.there was no patient involvement.